Manufacturer narrative:
H3) the instrument was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the instrument was recognized, but would not verify when attached to a known good tracker. The instrument displayed a divot error of 2.9 millimeters (mm) to 3.1mm. Codes: b01, c10, d02 g2) foreign country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the ostium seeker instrument was unable to be recognized. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.